Event description:
The drain broke upon removal and required surgical intervention for removal of the retained piece.

Manufacturer narrative:
The drain was placed during a breast augmentation. As the drain was being removed, it broke and required surgical intervention for removal of the retained piece. The facility reported that the drain had been sutured in place. The sample was returned in addition to several unused drains. No visual defects were identified on the unused drains. The unused drains were stretched and no fractures occurred until 400% of their original length was achieved. When the fractures resulted, the ends were straight and not jagged. The fractured end of the drain involved in the incident was jagged in appearance. The jagged end suggests it may have been damaged with a sharp instrument and/or suturing needle prior to or during insertion. This damage would have negatively impacted the integrity of the drain, and would have been a contributing factor to the reported incident. We have no information to suggest any defect caused or contributed to the reported incident. The most likely cause for this incident is user error.